Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of loss of consciousness.

Event description:
It was reported that intermittent audio output occurred. On 12/17/2023, the sibling reported that the patient didn't get an alarm for an urgent low. Around 0400, the dog alerted the sibling to the problem and the sibling found the patient unconscious. The estimated glucose value (egv) at that time was not documented. It was not documented whether a bg was checked. The sibling called 911 and responders arrived by 0420. The bg by emergency medical service (ems) was 23 mg/dl while the app on the iphone xr showed an egv of low. The patient was given glucose IV by the responders. The patient regained consciousness 10-15 minutes after treatment and the patient was given carbohydrates. The patient was monitored until the egv was 167 mg/dl. There was no documentation of further medical evaluation or intervention for hypoglycemia. At the time of the report, the patient was okay. No other details were documented. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Subsequent to the initial MDR, a correction is required.